Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime/delivery test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring (reservoir tube), cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call of having high blood glucose for 10 days and was advised by nurse to replace insulin pump. Customer's blood glucose was not reported. Insulin pump passed high pressure test. Insulin pump would be replaced.